Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test and unexpected restart error test due to motor error alarms. Unable to confirm motor position encoder error alarms due to several displayable history crc check failed alarms in the history file. Displayable history crc check failed alarms due to a corrupted history file. The insulin pump passed self-test and off no power test. The insulin pump was received with normal operating currents. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.